Manufacturer narrative:
Medical device: erbe electrosurgical generator. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. Due to the condition of the returned device, a functional test could not be performed. The cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. The cutting wire remains intact but moved proximally in the catheter. Due to the catheter and cutting wire securing component disconnection, the distal end of the cutting wire is no longer connected to the sphincterotome catheter. A portion of the anchor measuring 2 mm is still attached to the cutting wire, however, a portion measuring 3 mm in length and 0.5 mm in diameter detached. The broken section was not included in the return. It was also observed that the hypodermic tubing measuring 3 mm in the catheter had moved proximally. A visual examination of the catheter showed a kink approximately 57 cm from the proximal end of the device. The catheter had been stripped to approximately 96 cm from the proximal end. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user: "do not over flex or bow tip beyond 90 degrees, as this may damage or cause cutting wire to break." If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this can contribute to separation of the catheter and cutting wire securing component. The instructions for use caution the user: "elevator should remain open/down when advancing or retracting sphincterotome." This activity will aid in device preservation. Other factors that can contribute to separation of the cutting wire securing component and the catheter include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user: "upon removing device from package, uncoil and straighten sphincterotome." The user is then instructed: "carefully remove precurved stylet from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome sphincterotome. The physician cannulated into the pancreatic duct and pushed the sphincterotome over the wire with difficulty into duct. The physician then went to do an exchange; however, the sphincterotome was trapped and could not pull out of the duct. He was finally able to pull it out with substantial force and the cutting wire on the sphincterotome broke off and it is inside the patient's pancreatic duct. The following additional information was received on 08/07/17 from the cook area representative: when the physician was going to do the exchange, he could not pull the sphincterotome out. The physician had to use substantial force to pull the sphincterotome out of the pancreatic duct. Having done so, the cutting wire became detached from the sphincterotome and was in the pd [pancreatic duct]. The physician tried to retrieve the wire, but was unsuccessful. He placed another pancreatic stent. He referred the patient to a university hospital. The following additional information was received on (B)(6) 2017 from the cook area representative: I spoke with the physician on (B)(6) 2017 and he mentioned the physician at the facility he referred the patient to will see the patient this week at his office to discuss the next course of action. He mentioned most likely they will do spyglass to see if they can retrieve the wire. I asked the physician to please keep me posted on the outcome and what course of action was or will be taken. The following additional information was received on (B)(6) 2017: last week, the physician from the university hospital performed spyglass on the patient and they did not see the foreign body in the pancreatic duct. The pancreatic stent that was placed by the initial physician was removed. The physician at (B)(6) [electrohydraulic lithotripsy] on the calcified stone in the duct but ehl ¿barely touched it." The initial physician thinks the foreign body came out when the pancreatic stent was pulled by the second physician. The second physician placed another pancreatic stent and will bring patient back for eswl [extracorporeal shock wave lithotripsy] to break up the calcification.